Manufacturer narrative:
E1: (B)(6). H1: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that introducer needle was found fractured upon removal from infusion site after normal use. The product was inserted in stomach. No further information was available.